Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via email that the customer was hospitalized. It was also reported that the customer's blood glucose levels were over 1000, the went into diabetic ketoacidosis, and their kidneys began to fail. Troubleshooting was declined.